Manufacturer narrative:
Product analysis: the shaft was turned by hand using the head of the bur while viewing the drive mechanism [the bur tang]; the tang was not turning which indicated a broken shaft and would result in the reported event. The shaft was removed from the assembly for further analysis [it measured 5.66¿ from tip to break point]. The break point at the proximal end of the shaft corresponds to the distal side of the tack weld on the tang. The shape of the fracture is consistent with shear or bending stress. There was minor discoloration of the shaft around the break. A similar reserve sample bur (part number tn30mcd) was previously installed into a handpiece; while ¿incrementally¿ inserting the bur, it was intentionally side loaded in all directions in an attempt to break the shaft during improper loading; the shaft did not break. There was no evidence of misuse or mishandling. A review of the global complaint data showed one other similar complaint for this lot number from a different facility. The information likely indicates that the shaft broke because of uneven pressure / stress caused during manufacturing steps. A pull test is performed on the weld between the shaft and tang however, the break may have occurred after the pull test in proceeding manufacturing steps. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that after the operation check was performed, a new product was opened and connected to a handpiece, the bur did not rotate. It was confirmed that the bur broke and there were fragments. When the ball tip was pulled, the bur came off. It was unknown from the appearance, but inner tube had been broken. There was no patient involvement.